Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed noise on the atrial lead. No intervention was done; the patient will continue to be monitored. The patient condition was stable.